Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Model number, catalog number, and UDI number entered are defaults to quattro catheter.

Event description:
A patient, hospitalized for post cardiac arrest, was receiving temperature management therapy for therapeutic hypothermia. A zoll catheter (type not specified) was placed in patient's femoral vein; there were no reports of any complications at the time of placement. At an unknown time during therapy, the attending nurse noticed that the saline bag was losing fluid and indicated the thermogard xp ivtm console did not alarm. Several hours after the saline bag was replaced, the night shift nurse noted the secondary bag was losing fluid. Per nurse, there were no signs of fluid on the patient's bed or floor and after flushing the ports, no blood found in the lures. At the recommendation from the zoll clinical specialist, the start-up kit and saline bag were replaced. Approximately 2.5 hours later, the attending nurse noticed that the saline bag lost 100cc of fluid. The zoll clinical specialist recommended a catheter replacement; however, the evening emergency department doctor was unavailable to perform the replacement. The zoll clinical specialist was informed the following morning that the patient continued to receive temperature management therapy with the themogard xp ivtm system and was in the rewarming phase. However, the catheter was not replaced and the saline bag continues to slowly loose fluid. According to the attending nurse, the health care team is aware that the saline is emptying into the patient and are monitoring the fluid levels from the saline bag. It is not known what adjunct method (if any) was used after the issue occurred. No further information was provided nor was there any report of patience consequence.

Manufacturer narrative:
The reported icy catheter leak was confirmed. A bond leak was found at the medial balloon. Visual examination found no physical damage to the catheter. All other lumens flushed as intended. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bond leak was observed at the medial balloon. During manufacturing all icy catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect.